Manufacturer narrative:
Add'l info has been requested and if received will be submitted on supplemental report.

Event description:
It was reported that in 2007, the pt underwent surgery with t2 femoral nail. On the date of event, the surgeon found that the condyle screw nut had backed out from the condyle screw. The surgeon replaced the screw for another screw. (Nut was reused).